Event description:
Customer reported issues with the insulin pump. Customer states that they have to change the batteries more often. The battery did not last more than one week. Customer also states that there are a lot more no deliveries. The blood glucose reading is 118 mg/dl. Nothing further reported.